Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a needle. The customer reports personnel from l-19 notified incoming quality of an issue 5 needles were identified during light test with red/orange substance on the outside and inside of the white needle hubs.